Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot: h11c29067 with no defects noted. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of a patient who made mistake/touch contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer service, the patient stated that she was in the emergency room and whether or not the patient was hospitalized for the peritonitis . The nurse reported that an unreported date in 2011, the patient made a mistake/touch contamination. On (B)(6) 2011, the patient experienced peritonitis. Treatment provided for the events was not reported. At the time of this report, the patient had not recovered from the peritonitis. The outcome for the patient made mistake/touch contamination was not reported. Dianeal pd4 ambuflex therapy was ongoing. The nurse stated that the peritonitis was unrelated to dianeal therapy. An opinion of causality was not provided for the patient made mistake/touch contamination.